Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was not flexed away from the hot jaw and was not detached at the tip. Tissue and char buildup was observed on the jaws. The silicone insulation was peeled away from the cold jaw support. Based on the returned condition of the device the reported complaint was not confirmed for ¿plate separated from jaw-bent/detached heater wire¿ but the complaint was confirmed for ¿insulation -peeled¿. Specific actions for this failure mode are being managed and documented in the maquet failure investigation report (fir) system.

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. Related complaints (B)(4).

Manufacturer narrative:
(B)(6) 2016 09:58 am (gmt-5:00) added by(B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 device had broken wires at the jaw. The hospital did not report any patient effects. (B)(4).